Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a tear in the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal pump parameters around the event date. Multiple high watt alarms were recorded starting (B)(6) 2015. Resetting the alarm threshold resolved these alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline damage may be attributed to factors such as improper handling, wear over time. Based on the available information, the most likely root cause of the high watt alarms may be attributed to incorrect setting of the alarm threshold. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the driveline sheath proximal to the controller. A driveline repair was performed. No patient complications have been reported as a result of this event.